Event description:
The customer reported that the device failed the defib and pacer tests.

Manufacturer narrative:
The customer reported that the device failed the defib and pacer tests. A follow-up report will be submitted upon completion of the investigation.